Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no anomalies were detected in the operation of the equipment. However, it was recommended to replace the control board, sensor of temperature and the thermocouple. An inspection functional and electrical safety test were performed. It was considered that the temperature sensor and the thermocouple may have worn or defected and as a result, the emergency lamp was switched on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e102 error. The event occurred during a gastroscopy procedure and the operation was completed with the same device by turning the endoscope off/on. There was no patient harm or user injury reported due to the event. This medwatch report with patient identifier (B)(6) is the second occurrence. The medwatch report with patient identifier (B)(6) is the first occurrence. The medwatch report with patient identifier (B)(6) is the third occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.